Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, that during the first dose of cardioplegia, the cardioplegia (large pump) stopped and "pump jam" message was displayed. The perfusionist slightly reduced the pump occlusion, and the pump was able to be re-started quickly to complete the delivery of the cardioplegia dose. There were no issues with the other doses during the procedure. The device was not changed out. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient. Investigation in process, but not yet completed.

Manufacturer narrative:
The perfusionist recently started using one pump for cardioplegia delivery, and that involved placing two different sized tubes in one roller pump.